Manufacturer narrative:
Vyaire medical file identification: any additional information received from the customer will be included in a follow-up report. Vyaire filed service went onsite, to conducted test of tidal volume measurement iaw operational verification test as prescribed in the service manual. First by using vyaire test circuit and customer's to ensure that there is no difference caused by the use of their disposable circuits or inspiratory filter that have been added to their circuit. Initial 500ml test conducted showed .51l vte as measured by avea and .523l vte measured by the pf-300. Vti was .52 and .530 on the avea and pf-300. Second test, for 1l showed .98l and .984l vte on avea and pf-300. Neonatal circuit test was conducted to determine if the avea would be capable of delivering the fine volumes required for neonatal patients. Vti range calculated that it needed to be at 17.8+/- 10%. The value measured by the pf-300 was 18.6 within range. Vte was 17.8 and the specification was within 10% of vti. All tidal volume measurements were within specification at the time of testing.

Event description:
The customer reported that the avea comp cvs giving inaccurate vte while on patient. As of this time patient harm is unknown.